Manufacturer narrative:
Concomitant medical products: dtpb2qq crt-d, implanted: (B)(6) 2020, 459888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered for low right ventricular (rv) lead tip to coil impedances. It was noted that the impedances were chronically low. The lead remains in use. No patient complications have been reported as a result of this event.